Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a vessel perforation requiring angiography. After the soundstar catheter confirmed that the transseptal needle tented the fossa ovalis, transseptal puncture was performed. Subsequently, it was discovered that the transseptal needle position had changed after confirming the location and prior to puncture. It was noted that the needle position change was not observed via the soundstar catheter due to noise (signal interference) that may have been secondary to interference from body surface (bs) echocardiography. Angiography revealed that the aorta had been punctured by the transseptal needle. Blood pressure remained stable throughout, despite retraction of the transseptal needle back into the right atrium. It was unclear if a pericardial effusion occurred, as the noise (signal interference) was distorting the image. Remainder of procedure was aborted. There is no information about the hospitalization. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The noise (signal interference) was assessed as not reportable. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on the event on february 22, 2018. During the transseptal phase, after the soundstar eco catheter confirmed that the transseptal needle tented the fossa ovalis, transseptal puncture was performed. Subsequently, it was discovered that the transseptal needle position had changed after confirming the location and prior to puncture. It was noted that the needle position change was not observed via the soundstar eco catheter due to noise (signal interference) that may have been secondary to interference from body surface (bs) echocardiography. All other signal sources were available for the physician to monitor. Angiography revealed that the aorta had been punctured by the transseptal needle. Blood pressure remained stable throughout, despite retraction of the transseptal needle back into the right atrium. Initially, it was unclear if a pericardial effusion occurred, as the noise (signal interference) was distorting the image. Remainder of procedure was aborted. Open heart surgery was performed. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury as ablation was not conducted. No irrigated catheters were used during the procedure. There is no information regarding anticoagulation during the procedure. No error messages displayed on any biosense webster, inc. Equipment during the procedure. (B)(4).